Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that after procedure. Hemopro2 adaptor cord ripped. They went to remove evh hp2 extension cord from the adaptor cord and had some difficulty. When finally got it, the end of the adaptor cord ripped as well. There was no delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/17/2025. An investigation was conducted on 04/17/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The adaptor end that connects to the power supply was observed to be intact. The connector end that connects to the harvesting device was observed to be detached from the adaptor, exposing the inner contents of the adaptor. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed. A visual evaluation was performed on june 30, 2025. During the evaluation it was observed that the tool connector piece had detached from the insulation jacket. After inspection of the adapter cable it was determined that the insulation jacket had been forcibly detached from the tool connector piece. This is supported by objective evidence of the torn wires and the jagged edges on the insulation jacket. Conclusion: the manufacturing engineering evaluation performed on june 30, 2025, determined the probable root cause of the reported failure mode "material integrity problem, break" was determined to be user error. The insulation jacket had been forcibly detached from the tool connector piece. This is supported by the presence of the torn wires and the jagged edges on the insulation jacket, which would take a significant amount of force. Based on the manufacturing engineering evaluation, the reported failure "break" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.